Event description:
It was reported that during lv lead revision, externalized conductors were observed on the rv lead via fluoroscopy. Lead was capped and a portion was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. Visual inspection found an external insulation abrasion at 45.0cm to 45.5cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was found at 12.3cm to 12.8cm from the distal tip. Externalized conductors due to internal insulation abrasion were found at 7.0cm to 9.4cm from the distal tip. The silicone insulation was abraded and the re conductors were visible. The etfe coating was intact at all abrasion locations.